Event description:
Dr removed the gallbladder, re-inserted the instrument to cauterize the area where the gallbladder was. Dr turned on the cautery, looked at the monitor and noticed the tip was missing. They flushed the pt twice (x-rays times two). A search of the area where the dr laid the instrument and a room search were performed. No confirmation of trash or suction canister inspection. User/facility can not confirm the location of the tip